Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an expired dbm product was implanted into a patient during surgery. There have been no reported impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). The dbm paste was not returned as it remains implanted in the patient. Without a product return, no product evaluation is able to be conducted. A review of the DHR did not find any issues which would have contributed to this event, however, the DHR does indicate that the expiration date was prior to the reported implantation date. Though this is the case, the packaging shelf life of the implant was validated up to three years so there is no additional risk to the patient since the device was implanted within a few weeks of the expiration date, and well within in the three year validation period.

Event description:
It was reported that an expired dbm product was implanted into a patient during surgery. There have been no reported impacts associated with this event.